Manufacturer narrative:
Brand name: information was not provided. User-facility assumes that product used was a "dawson-mueller catheter". (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a dawson-mueller catheter, unknown model, was inserted in the liver via abdominal approach successfully. During the removal of the device, the physician experienced resistance and the catheter broke near the mac-lock hub. He continued to remove the catheter, despite the observed breakage, and found the suture had detached. As reported the suture fragmentation was likely due to it being embedded in tissue where granulations had formed. The physician determined the suture fragment would not cause harm to the patient; therefore, an attempt to retrieve the suture was not pursued. To date, there have been no adverse effect to the patient due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and a dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device showed a cut catheter with the suture wrapped around the tubing. The flare portion of the catheter tubing and the proximal adapter were not returned. There did not appear to be any suture string within the lumen of the catheter. No physical damage other than the cut was noted. Dimensional analysis confirmed the catheter had been manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. According to the document review, proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record showed no nonconforming events which could contribute to this failure mode within the main lot. Nonconformances were reported for tubing subassemblies that included damage, wire slips and problems with the hc, but all affected components were discarded. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. The suture breakage is likely either a cascading failure as a result of the catheter being difficult to remove, or due to tissue granulation formed on an exposed portion of the string. The catheter breakage was possibly caused through forceful removal for unknown reasons related to the patient's anatomy or condition. The appropriate personnel will be notified. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.